Manufacturer narrative:
One 2.3 curved bioraptor pk suture anchor was returned for evaluation. The inserter was not returned for examination. Visual assessment of the anchor showed it has broken above the suture eyelet. The distal end of the anchor is also damaged/deformed. The condition of the anchor indicates it was subjected to excessive forces during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. Improper site preparation. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder joint surgery, the anchor broke during implanting, all the pieces were removed from the patient with tweezers, then used a bioraptor as a backup to complete the surgery. No significant delay or patient injury reported.